Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode without any errors. The usm was also evaluated on a test platform where all related test passed. After a further investigation, contamination was not found on usm. Error 22020 was pointing to dof 7/8.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the universal surgical manipulator (usm) 1 was locking onto tissue and was not allowing the instrument to release the tissue intuitively. Intuitive technical support engineer (tse) was contacted for troubleshooting. The customer opted to move the usm1 out of the way and continued the procedure using usms 2, 3, and 4. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no injury to the patient nor adverse effect on the grasped tissue. This also includes the absence of any bleeding caused by the issue. The customer was able to release the instrument that was stuck with the manual release function. The customer did inspect the instrument prior to use but there was no issue observed. The customer did specify that there were two prograsp forceps and a force bipolar instrument used on the usm1 during the issue. The procedure was a 3 arm procedure originally, the customer changed out the usm1 for usm4 to continue with the procedure. The procedure was not completed with all four arms as a result.

Manufacturer narrative:
Intuitive surgical inc. (Isi) field service engineer (fse) tested the universal surgical manipulator 1 (usm1) but was unable to replicate the issue. The fse replaced the usm1 as recommended. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.